Manufacturer narrative:
Section d10: additional information. Section h3: additional information. Section h4: correction. Manufacturer investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed the report of an outflow graft twist, which could have contributed to the low flow events confirmed through the evaluation of the submitted images and retrieved log files. The submitted image of the log file summary revealed that the calculated flow appeared to decrease below the low flow threshold of 2.5 lpm in the evening of (B)(6) 2019. The event log file summary showed calculated flow transiently decreasing below the low flow threshold of 2.5 lpm until approximately 5:10 am on (B)(6) 2019, when calculated flow decreased below 1 lpm through the remainder of the data. This decrease in flow was associated with decreased pi values and low flow hazard alarms. The submitted CT image also revealed contrasting on the outflow graft diagonal to the direction of the graft, which could indicate creases as a result of a graft twist. Further, the submitted 3d reconstruction of the outflow graft showed a decrease in diameter of the graft. The location of the outflow graft deformity appeared to have been under the outflow graft band relief near the distal end of the bend relief material. It was reported that the patient underwent a pump exchange on 04dec2019. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump header. The remainder of the pump cable was returned in segments measuring approximately 3¿, 13¿, and 7¿ in length. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The outflow graft beneath the bend relief revealed an approximately 180-degree clockwise twist adjacent to the graft attachment. The accumulation of tissue growth on the exterior of the outflow graft suggests that this twist was present during support. The lumen of the graft revealed traces of loose blood with no evidence of developed depositions or thrombus formations. The accumulation of twisting within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. This twist could have also contributed to the reported low flow events due to a decrease in size of the blood flow path. The lvad log files retrieved from the returned device captured a decrease in lvad flow starting on (B)(6) 2019. The flow was captured at values between 0.0 and 0.7 lpm until the pump exchange on 04dec2019. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms with flows of 0.2 lpm. An analysis of the log file and a computed tomography (CT) scan showed an outflow graft twist. The patient underwent a pump exchange.